Manufacturer narrative:
Results: the 4maxc was fractured approximately 2.5 cm from the hub beneath the strain relief. The device was kinked approximately 46.0 cm from the hub. The device was ovalized approximately 138.0 cm from the hub. Conclusions: evaluation of the returned 4maxc revealed a fracture near the hub beneath the strain relief. If the device is forcefully mishandled at extreme angles during the procedure, damage such as a kink may occur. If a kinked device is further manipulated, the kink may worsen to a fracture. Multiple attempts were made to gather information about this returned device but were unsuccessful. The root cause of the reported complaint could not be determined. Further evaluation revealed a kink and an ovalization. These damages were not mentioned in the reported complaint and are likely incidental. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure, using a penumbra system 4max reperfusion catheter (4maxc). During the procedure, the 4maxc broke at the hub; therefore, it was removed. It is unknown how the procedure was completed; however, there was no report of an adverse effect to the patient.